Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient took a fingerstick reading before calling the nurse¿s line due to having a high reading at 11:15 pm. The nurse called back at 11:30 pm and the patient was advised to up their insulin. The patient then drove to the hospital at 2:00 am in the morning. The patient said that they went to the hospital because their sugar was high but stated that they were feeling ok. The patient did not take any medication but did have a cortisone shot earlier during the day. The patient states that after taking insulin as advised there was no change to their readings. There was no treatment at the hospital. There was no injury and no medical intervention. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.